Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had stimulation coverage, but was not receiving pain relief. The sjm representative had reprogrammed the system and determined one contact on the lead was invalid. By reprogramming around the invalid contact the pt received stimulation coverage to the feet, however, with maximum amplitude the pt did not have pain relief. Follow up identified the physician planned to add an additional lead to the system to address the issue.